Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was leaking; further described as the ¿twist clamp would not close, so fluid leaked out¿. The white piece of the roller clamp came off and the blue piece was broken. This occurred after treatment of peritoneal dialysis (pd) therapy. No cleaning agents were used on the transfer set. The set was changed. There was no report of patient injury, however the patient received antibiotic treatment as a precautionary measure. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation with the white twist clamp disconnected from the main body. A visual inspection with the naked eye was performed and one of the occluder feet was observed broken. The broken occluder foot would cause the set to leak with the twist clamp in the closed position. The reported condition was verified. The direct cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.